Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a service required code was found in the device's error log regarding an internal battery failure. The internal battery and detachable battery were replaced to resolve the issue. The power management board will also need to be replaced to address the internal battery failure. Additionally, the inlet air path assembly and removable air path foam were replaced per remediation. The rear enclosure was chipped, the dc connector was damaged, and the sd card will not stay in place. The rear case kit with enclosure seam gasket, dc power connector cable, and handle kit including o rings will need to be replaced due to physical damage. The unit was cleaned, and the feet were replaced.